Event description:
The ventilator alarmed while in use due to an air source fault. The customer reported the device was in use on a pt and there was no pt harm. The ventilator log history confirmed there was an air source fault, in addition to a gas supplies lost; safety valve open alarm, which indicates the oxygen source in either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The respironics service technician was unable to duplicate the reported event. Performance verification testing was completed and all test passed per operating specifications.